Event description:
It was reported that the patient presented with a driveline power fault alarm. The event log files captured driveline power fault alarms that started at 12:56 pm on 19feb2024. The system controller and modular cable were exchanged on 19feb2024 which resolved the alarm. Additional submitted event log files captured the alarms associated with the system controller exchange on 19feb2024.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a driveline power fault alarms was confirmed. The modular cable (lot number: 171754) was returned for analysis, and log file was submitted (20240219_122228) and downloaded (d3180749) from the returned heartmate 3 system controller (serial number: (B)(6)) for review. A review of the event log files showed overlapping events spanning approximately 15 days (05feb2024 ¿ 19feb2024, 18mar2024 per timestamp). Events occurring on 18mar2024 were recorded during testing at abbott. Driveline power fault alarms were active due to a power a broken fault on 19feb2024 from 12:56:57 ¿ 16:03:10. The alarm did not affect the controller's ability to operate the pump at the set speed. The driveline was disconnected from controller on 19feb2024 at 16:06:09. No other notable alarms were active in the log file. The modular cable was functionally tested with the returned system controller (serial number: (B)(6)) on a mock loop for extended operation during which the cable was manipulated by hand with no alarms becoming active. Resistance testing was performed on the underlying wires, and it was found that the black (ground a) and brown wire (power a) had fluctuating resistances, when manipulated by hand. The cable¿s outer jacket was stripped, and the brown and black wires were observed to have exposed conductors near the inline connector strain relief. The cable was connected to a test system controller and mock loop and a driveline power fault alarm became active upon manipulation of the cable at the site of the observed damage. The root cause for the reported event was conclusively determined to be due to wire fatigue of the modular cable. The device history records were reviewed, and the records revealed the heartmate 3 vad modular cable was manufactured in accordance with manufacturing and qa specifications. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including driveline power fault alarms. Heartmate 3 instructions for use (IFU) section 5 "surgical procedures" cautions the user that sharp bends, twists, or kinks in the driveline may make it more susceptible to wear and fatigue over time. Section 6 "patient care and management" cautions the user to avoid pulling on or moving the driveline. This section further cautions: "do not twist, kink, or sharply bend the driveline, system controller power cables, the power module patient cable, or the mobile power unit patient cable, which may cause damage to the wires inside, even if external damage is not visible. Damage to the driveline or cables could cause the left ventricular assist device to stop. If the driveline or cables become twisted, kinked, or bent, carefully unravel and straighten." Section 6 (under "caring for the driveline") instructs the user to check the driveline daily for signs of damage, such as cuts, holes, or tears. Section 7 "alarms and troubleshooting" provides additional instructions regarding driveline care in a sub-section entitled "what not to do: driveline and cables". Section 8 "equipment storage and care" (under "cleaning the driveline") states, "as needed, clean exterior surfaces of the driveline cables with a damp, lint-free cloth. If more aggressive cleaning is needed, use warm water and mild dish soap." Heartmate 3 lvas patient handbook section 4 "living with the heartmate 3" (under "caring for the driveline") contains information regarding how to clean and care for the driveline. This section instructs the user: "check the driveline daily for signs of damage (cuts, holes, tears). Call your hospital contact right away if the driveline is damaged (or might be damaged)." And "keep your driveline clean. Wipe off any dirt or grime. If the driveline gets dirty, use a towel with mild dish soap and warm water to gently clean it. Never submerge the driveline or other system components in water or liquid." In addition, section 5 "alarms and troubleshooting" contains a sub-section entitled "what not to do: driveline and cables", which explicitly cautions the user not to twist. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.